Event description:
It was reported that the customer received multiple continuous glucose monitor error 42. There was no reported adverse impact to the customer. The customer reverted to an alternate form of insulin therapy.